Event description:
Report received from an abbott international affiliate of an overdelivery. The report indicated that the pt received morphine 1mg/ml following surgery in continuous mode only, with a rate of 1mg/hr. The pt was connected during the afternoon, but the nurse observed that bag with the morphine was emptying too quickly during the night. The customer reported that the "pt was monitored and has fully recovered." There were no reported adverse pt sequelae. The device was removed from clinical service. Though requested, no additional information was provided.